Manufacturer narrative:
The explanted electrode will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is february 10, 2015.

Event description:
Boston scientific received information that this electrode had migrated. The patient had an erosion of the skin near the xiphoid region, such that the electrode was out from the skin. Medication was provided to the patient, then the patient was hospitalized while the physician determined the next steps. An x-ray had confirmed the migration, but it appeared that the two sensing electrodes were again in the correct position. The system remains implanted and the device was functioning normally. Boston scientific received additional information. The electrode was explanted and replaced. It was noted that the original electrode had been implanted with a single incision and was fixed with only one suture sleeve. The new electrode was implanted with two incisions and was fixed in two positions. The new electrode was connected to the existing device and the procedure was completed. No additional adverse patient effects were reported.